Manufacturer narrative:
Investigation summary: in response to the event a device history review was conducted for lot number 1032192. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm had a needle through the catheter. The following information was provided by the initial reporter: "when a trocar was used to perform venipuncture on the child, the indwelling needle was checked and found that the needle core punctured the outer catheter tubing."